Event description:
It was reported that 1 day after placement, during foley management, when checking the diaper, there was incontinence, and the foley had come out. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Three photos were received. The first one shows an overview of one 2-way catheter, the second photo zooms into the catheter's balloon and tip with a pink arrow pointing at the balloon, it's also noted the balloon had mushroomed. The last photo shows the catheter's cap nghw3695. Received 1 all-silicone foley catheter. It was attempted to inflate the balloon with an inhouse syringe and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), however upon inflation the solution leaked out of pinhole measuring less than 0.013" in the balloon. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿intended use: for urological use only. Indications: bard all silicone foley catheters are indicated for any clinical condition requiring drainage and or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Contraindication: no known contraindications caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness, or death of the patient. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Warnings: on catheter, do not use ointments or lubricants having a petrolatum base. It may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Users and or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and or patient is established. Store catheters at room temperature and away from direct exposure to sunlight preferably in original packaging.¿ UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 1 day after placement, during foley management, when checking the diaper, there was incontinence, and the foley had come out. No medical intervention was reported.